Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead developed a breach due to abrasion while in vivo. The analyst noted there is a lead removal wire in the distal conductor in the distal segment. The exposed svc coil is distorted at the proximal end at 29.3 cm. The distal conductor was fractured in vivo at 18.5 cm. The inner insulation was breached in vivo at 18.5 cm. If information is provided in the future, a supplemental report will be issued.